Event description:
The customer states that he received an electrical shock while performing maintenance on the cell-dyn sms. He also received a blister to one of his fingers about 2mm in diameter. No medical intervention or medications were administered for this event. A service engineer visited the customer site and found that the shielding of the power cable of one of the pumps was damaged exposing the core of the wire, causing a short-circuit with the chassis of the analyzer. The wire was repaired by the engineer.

Manufacturer narrative:
Corrected data: type of reportable event was changed from malfunction to serious injury. The customer received an electrical shock and a small blister to one finger. There was no report of further impact or treatment due to this injury. . Investigation summary: in 2008, a customer reported getting an electrical shock while performing maintenance on the cell-dyn sms instrument. The customer had a small blister on one (1) of the fingers as a result of the electrical shock. A field service representative visit found that the shielding of the power cable of one of the pumps was damaged, exposing the core of the wire, which caused a short circuit with the chassis of the instrument. Three months later, the subject matter expert (sme) arrived at the customer site and inspected the cell-dyn sms instrument with suggested measurements to ground from leica biosystems, the original equipment manufacturer (OEM). The laboratory equipment was maintained by qualified electrical engineers, as indicated by certification stickers on each piece of equipment. Conductivity measurements with a calibrated digital multimeter (resistance to ground) were similar to cell-dyn sms units at the abbott manufacturing site. The customer unit was unplugged. Repairs to the instrument throughout the inspection were made, as needed. In addition, the laboratory maintenance department repaired the customer's plumbing lines. The fuses were inspected and replaced according to the installation checklist for 220v use. It was found that the pressure pump fuse installed was 1.6-amp; however, the silkscreen on the main fuse pcb indicates a 1.0-amp fuse is required. The pressure pump fuse was replaced to meet specification and a review of complaint history was performed in attempts to determine the last fuse replacement. Review of complaint history on this instrument showed that in 2007, the pressure was not working. On the following month, a complaint from the customer indicated that the instrument was requiring fuse replacement(s); fuses may have been replaced at this time. In late 2008, during the sme inspection, on first power on, the first error message on the screen was a slide transport error. Parts were ordered to replace the motor and wire assembly, as a wire and a burned motor was found on the slide transport assembly. The load sides of the sweep arms were stuck in the autoloader. The next day, the motor, and wire assembly to the slide transport assembly were replaced, which resolved the unit's error message. An autoloader error was observed, but it was due to an extended period on non-use. The sme resolved the intermittent error. The sme observed a worn slide holder, which was replaced. The unit was checked to current manufacturing quality control procedures. A review of manufacturing records, the original equipment manufacturer of the cell-dyn sms found that the instrument was manufactured with 10 clips latching in 1998. The latch at the location beside the vacuum pump and pressure pump at the top rear of the instrument was not included in the manufacturing of this instrument. There was no requirement to have a latch in this location at the time of the manufacture since this location was implemented in 2000. The purpose of the latch is to hold the cables in place. The risk management file (rmf) for the cell-dyn sms (risk analysis version 3.0) under the risk analysis item was reviewed. The hazard source or cause indicates that electrical shock may be due to exposed ac, dc circuitry within instrument, and electrical current leakage or bad grounding. There are four controls (over current protection, warnings in manual, labels shock, and covers on instrument). The residual risk level is low and acceptable. The cell-dyn sms is manufactured according to approved standards. The cell-dyn sms system operator's manual, hazard electrical safety, page 7-5 states: warning: electrical hazard. Indicate the possibility of electrical shock if procedural or engineering controls are not observed. An overview of electrical safety procedures is included on this section. Section 8, maintenance - replacing the printer ribbon cartridge, page 8-30, describes the replacement procedure. A review of reports for the months of january 2008 through december 2008 did not indicate an adverse trend for list number, for the reported complaint issue. The event is addressed in product labeling. Cell-dyn sms system operators manual: maintenance - replacing the printer ribbon cartridge, page 8-30. Based on the investigation, the wear of the exposed pressure pump wire was likely caused by interaction with the rear panel door. The routing of the cable after pump repair caused the insulation to be worn off. Based on the investigation, a product deficiency was not identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.